Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01524 / 01525).

Event description:
It was reported patient underwent a custom right distal femoral expandable procedure on (B)(6) 2000. Subsequently, patient is having pain and hearing a grinding noise. X-rays confirm implant fracture. It is currently unknown when the revision will occur.